Event description:
It was reported that patient underwent total knee revision arthroplasty. During the procedure, the surgeon was impacting the provisional when it fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned instrument signs of repeated use (nicked or gouged) and is fractured. The device has an estimated field ago of 12 years. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to was wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. During the procedure, the surgeon was impacting the provisional when it fractured. No adverse events have been reported as a result of the malfunction.